Event description:
Consultant reported: during a planned oracle spacer and plate construct procedure, surgeon placed oracle spacer 1 cm beyond the lateral vertebral body margin. Reposition attempted with slap hammer and implant holder. Holder disengaged, surgeon unable to adjust spacer position. Surgeon noted no adverse nerve induction signals from monitoring, decided to leave spacer in place. Surgeon unable to place oracle plate due to anatomical factors and intraoperative findings, incision closed, patient extubated. On (B)(6) 2011, patient underwent secondary procedure for placement of percutaneous posterior screw and rod fixation with competitor's hardware. Oracle spacer noted as stable. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.